Manufacturer narrative:
The following fields have been updated with additional information after samples were received: device available for eval? Yes. Returned to manufacturer on: 2019-05-08. Device return to manuf .?: yes. Device eval by manufacturer?: yes. Method codes: 10, 3331. Result codes: 213. Investigation summary: level b investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 4th related complaint for needle clog on lot # 8059989. Investigation summary: customer returned (4) 32g x 4mm bd pen needles without tear drop labels attached (used). Consumer reported he dials up one or two units, gets insulin flow but when he injects, he will not get the entire dosage. All 4 returned samples were examined and all exhibited a good non-patient end and patient end cannula. All 4 samples were then tested for flow using a test pen injector, and all 4 samples passed, therefore, the indicated issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that consumer unable to get full dosage using bd ultra fine¿ pen needles. Consumer reported he dials up one or two units, gets insulin flow but when he injects, he will not get the entire dosage. Stated he has 3 samples to send back. Date of occurrence, unknown. Lot: 8059989, item: 320122, expiration date: 2023-02-28.

Manufacturer narrative:
Date of event: unknown. Investigation summary: level b investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 4th related complaint for needle clog on lot # 8059989. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that consumer unable to get full dosage using bd ultra fine¿ pen needles. Verbatim: consumer reported he dials up one or two units, gets insulin flow but when he injects, he will not get the entire dosage. Stated he has 3 samples to send back. Date of occurrence, unknown. Lot: 8059989, item: 320122, expiration date: 2023-02-28.